Event description:
Access and deployment of a 25-16-120bl bifurcated device, an 28-28-75l infrarenal proximal extension, and a 28-28-95rl suprarenal proximal extension were uneventful. A persistent proximal type I endoleak was resolved with a palmaz stent and post dilatation ballooning. There appeared to be good seal, the procedure was closed, and the patient was sent to recovery. Shortly after, the patient's bp dropped. The patient was brought back to the or and converted to open repair, where a suprarenal leak was found. The physician felt that the suprarenal aorta may have been perforated during post dilatation ballooning. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient's anatomy met criteria for indications for use. Use of palmaz stent is off-label. No conclusion can be drawn.